Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 11/27/2015. Bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customers¿ reported issue. Unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because no samples or photos were returned in support of this complaint, and the defect was not evident in the evaluation of the retained samples and DHR review.

Event description:
It was reported that the customer noticed white foreign matter on needle, prior to use, from a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.